Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during testing conducted at the user facility by the manufacturer sales representative, the irrigation wheel was not pumping water from the tip of the handpiece. A lack of irrigation in the device is known to cause overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the user facility by the manufacturer sales representative, the irrigation wheel was not pumping water from the tip of the handpiece. A lack of irrigation in the device is known to cause overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.